Manufacturer narrative:
(B)(4).

Event description:
It was reported that partial deployment of stent and stent damage occurred. During angioplasty of the superficial femoral artery (sfa), a dissection occurred. A 7x200x75 innova stent was advanced to treat the dissection. However, the stent failed to properly deploy and would not detach from the delivery catheter. When the physician was withdrawing the delivery catheter, the stent became stuck and was stretched. The delivery catheter was eventually removed and the stent was ballooned open. The patient had adequate blood flow to the legs. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent was not returned. The inner shaft was separated from the device approximately 26.5cm from the tip. The outer shaft was buckled at the nose cone. The handle was intact. The rack was broken in 2 pieces. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent and stent damage occurred. During angioplasty of the superficial femoral artery (sfa), a dissection occurred. A 7x200x75 innova¿ stent was advanced to treat the dissection. However, the stent failed to properly deploy and would not detach from the delivery catheter. When the physician was withdrawing the delivery catheter, the stent became stuck and was stretched. The delivery catheter was eventually removed and the stent was ballooned open. The patient had adequate blood flow to the legs. No patient complications were reported and the patient's status was stable.